Manufacturer narrative:
Date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. The cuff tab was identified as having been cut, most likely during the explant procedure; which is considered a secondary failure. No other damage or abnormalities were identified with the cuff component. The pump was visually and microscopically examined, leak tested and functionally tested. No damage was noted and no leaks were identified; however, the pump did not pass the resistor flow rate test. Based on the information available and analysis results, the resistor flow rate issues identified in the pump could have affected the functionality of device.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reason. The cuff and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The pump was functionally tested and did not pass the resistor flow rate. This pump condition likely contributed to the revision surgery.